Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that in ICU, an over infusion of protonix occurred. The drip was expect to infuse over 10 hours at approximately 10 ml/hr. The infusion was started at 0103, and expected to infuse until 0900. At 0500, almost ½ the bag had infused when almost a full bag (100 ml) was expected, and the user changed the module. No patient harm occurred as a result of the event. A hospital inspection of the module noted that the door didn't appear to close completely.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Visual inspection showed no anomalies. The pcu event log shows that the pump module was programmed to infuse pantaprazole-drip 80mg/100ml at a rate of 10ml/hr with a vtbi of 100ml at 5:33 pm on (B)(6) 2018. At 6:45 pm, the infusion was paused and then restarted approximately 1 minute later. At 1:11 am on (B)(6) 2018, the user changed the vtbi to 90ml. At 1:46 am and 1:48 am the device alarmed for air in line. The user restarted the infusion each time. At 4:36 am, 4:38, and 4:40 am the device alarmed for air in line. The user restarted the infusion the first 2 times, and channeled the device off the third time. The total volume recorded as being infused during this period was 110.442ml. Functional testing showed no anomalies. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that in ICU, an over infusion of protonix occurred. The drip was expected to infuse over 10 hours at approximately 10 ml/hr. The infusion was started at 0103, and expected to infuse until 0900. At 0500, almost ½ the bag had infused when almost a full bag (100 ml) was expected, and the user changed the module. No patient harm occurred as a result of the event. A hospital inspection of the module noted that the door didn't appear to close completely.